Manufacturer narrative:
Final product manufacture and qc record for cov2030023. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2030023 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: g6, "type of report" - follow-up #1; h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation.

Event description:
Invalid result (s). Purchased 10 flowflex tests with 3/2/24 extended expiration and 8 of 10 control window either failed or was too faint to rely on these. Tests are too old and should be pulled. Selling bad tests at (B)(6) dollars each is horrible. This is not a user problem with the test. I have done 2 tests per week for over a year due to caregiving. These tests are too old and they are ripping people off with the extended expiration. Reference reports: mw5149823, mw5149824, mw5149825, mw5149826, mw5149827, mw5149828, mw5149829, mw5149830.

Event description:
Invalid result (s). Purchased 10 flowflex tests with 3/2/24 extended expiration and 8 of 10 control window either failed or was too faint to rely on these. Tests are too old and should be pulled. Selling bad tests at (B)(6) dollars each is horrible. This is not a user problem with the test. I have done 2 tests per week for over a year due to caregiving. These tests are too old and they are ripping people off with the extended expiration. Reference reports: mw5149823, mw5149824, mw5149825, mw5149826, mw5149827, mw5149828, mw5149829, mw5149830.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.